Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having no external power and power cable disconnect alarms on their mobile power unit. At the time the patient switched to an older mpu and battery power, however the replacement mpu also stopped working, so the patient switched back. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from either the wall outlet nor the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Section d9 correction manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) not powering on was confirmed. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and did not boot up as intended. The issue was traced to a nonconforming capacitor on the power supply assembly. No further testing was performed. No log files were submitted for review. The root cause of the reported event was determined to be due to a nonconforming capacitor on the power supply assembly. A corrective action was initiated to investigate this issue. Additionally, it was found during investigation that the mpu's patient cable was damaged. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 13mar2025. No further information was provided. The manufacturer is closing the file on this event.